Manufacturer narrative:
(B)(4). The customer reported that sometimes the device power cycles when turned on and pt event data is wiped out. There was no reported adverse pt impact. Philips evaluated the device and confirmed the failure. The problem was resolved by replacement of the internal data card. The device passed all performance verification tests and was returned to the customer.

Event description:
The customer reported that sometimes the device power cycles when turned on and pt event data is wiped out. There was no reported adverse pt impact.